Event description:
In 2004, during implant the surgeon called the MFR and reported that the coring knife was dull, and he had to manually core out the ventricle, later that day the pt expired, due to a massive air-embolic stroke.